Manufacturer narrative:
(B)(4). This device has not been returned; therefore, technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident.

Event description:
It was reported that during the implant procedure, this right atrial (ra) lead was the second lead attempted to be implanted. Both ra leads exhibited poor p-wave values in multiple positions, with the lead dislodging at times. The helix mechanism functioned properly during the procedure. In the last position with this lead, the p-waves were better at 1.5mv, with a normal impedance measurement, but high pacing thresholds and no capture at 4.0v. The lead was repositioned again, but during the continued attempts to position this lead, the patient reported pain in the left breast area and shortness of breath. Their blood pressure dropped from 170 to 110 and bradycardia was observed at 30-40 bpm. The ra lead was removed and a single chamber pacemaker was implanted. The patient was sent for an echocardiogram due to a suspected perforation; results were not conclusive and the patient was sent to the critical care unit (ccu) for post-procedure recovery. No additional adverse patient effects were reported. The attempted lead was not planned to be returned for analysis.